Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit is not charging the installed batteries. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse tried swapping the batteries from another unit in case the batteries were faulty but they are still not charging. Power slot interface was ordered for replacement.